Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging window was observed detached and the telescope was kinked. Media returned by the customer was inspected and showed evidence of the reported issue. Based on the evidence, the as reported code of sheath detachment of device or device component can be confirmed.

Event description:
It was reported that a catheter issue occurred. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter fractured inside the patient. The device was simply removed and completely extracted from the patients body. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable.

Event description:
It was reported that a catheter issue occurred. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter fractured inside the patient. The device was simply removed and completely extracted from the patient's body. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable.

Event description:
It was reported that a catheter issue occurred. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter fractured inside the patient. The device was simply removed and completely extracted from the patient's body. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable.